Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-03580. It was reported the patient's wound was not appropriately secured. Reportedly, there were no signs of infection. The physician suspected the strain relief loop may have caused the issue. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-03580. Follow-up identified the patient's wound was irrigated and closed on (B)(6) 2017.